Event description:
Caller reported a minimum fill notification, which did not adversely impact the customer's blood glucose level. The customer tried loading a new cartridge, filling it with 100 units of insulin, and followed instructions to clean the pump's pneumatic tap area. The issue persisted even after reloading the same cartridge. However, upon filling and loading a second cartridge using the proper technique, the issue was resolved, and the customer was able to successfully resume insulin delivery with the pump placed back in its case.